Event description:
It was reported that the wake button was delayed in responding to touch. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot or provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.